Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that during a demand preventive maintenance service visit, ground prong or plug of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involved.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001750. Please refer to mfg report number 2249723-2025-0001750 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001883 in your database.

Event description:
N/a